Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad button contacts and moisture under a keypad button contact. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad cover was removed and contamination was found under all of the button contacts. There was evidence of moisture under the contrast keypad button contact. Unrelated to these issues, the keypad cover was peeling and the contrast button was found to be unresponsive. The pump was opened and no moisture was further moisture was observed inside the pump. The battery cap was not returned with the pump, and a test cap was used to complete the investigation. (B)(6).